Event description:
The manufacturer received information alleging a portable oxygen concentrator went into alarm after 20 minutes of operation. The device indicated a triangle and ringing. The device still worked for a period of time following this incident. The patient continued to use the device from time to time for a duration of several hours each time, until the device stopped working. During evaluation of the device upon return, it was observed that one of the circuits burned (pca) and had black trace all around the component.

Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.